Event description:
Discordant advia 1650 microalbumin urine results were reported. The operator retested the samples and corrected reports were issued. There were no patient intervention or adverse health consequence due to the discordant microalbumin results.

Event description:
Discordant advia 1650 microalbumin urine results were reported. The operator retested the samples and corrected reports were issued. There were no patient intervention or adverse health consequence dur to the discordant microalbumin results.

Event description:
Discordant advia 1650 microalbumin urine results were reported. The operator retested the samples and corrected reports were issued. There were no patient intervention or adverse health consequence dur to the discordant microalbumin results.

Event description:
Discordant advia 1650 microalbumin urine results were reported. The operator retested the samples and corrected reports were issued. There were no patient intervention or adverse health consequence dur to the discordant microalbumin results.

Event description:
Discordant advia 1650 microalbumin urine results were reported. The operator retested the samples and corrected reports were issued. There were no patient intervention or adverse health consequence dur to the discordant microalbumin results.

Manufacturer narrative:
The customer called the siemens support center and complained that microalbumin results obtained on auto dilution had not been calculated correctly. The customer rebooted the system and the problem was resolved. The technical service representative visited the site and was unable to identify what may have caused the problem. The incident is still being investigated by siemens.

Manufacturer narrative:
The customer called the siemens support center and complained that microalbumin results obtained on auto dilution had not been calculated correctly. The customer rebooted the system and the problem was resolved. The technical service representative visited the site and was unable to identify what may have cause the problem. The incident is still being investigated by siemens.

Manufacturer narrative:
The customer called the siemens support center and complained that microalbumin results obtained on auto dilution had not been calculated correctly. The customer rebooted the system and the problem was resolved. The technical service representative visited the site and was unable to identify what may have cause the problem. The incident is still being investigated by siemens.

Manufacturer narrative:
The customer called the siemens support center and complained that microalbumin results obtained on auto dilution had not been calculated correctly. The customer rebooted the system and the problem was resolved. The technical service representative visited the site and was unable to identify what may have cause the problem. The incident is still being investigated by siemens.

Manufacturer narrative:
The customer called the siemens support center and complained that microalbumin results obtained on auto dilution had not been calculated correctly. The customer rebooted the system and the problem was resolved. The technical service representative visited the site and was unable to identify what may have cause the problem. The incident is still being investigated by siemens.